Event description:
It was reported by the customer's mother that the customer had a failed battery test on the insulin pump. Customer has never had it happen on the pump. Customer changed the battery yesterday. Customer was at school. Troubleshooting was performed and customer inserted a new aaa alkaline battery and customer did not receive a failed battery test. Customer's mother was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Pump was dropped or bumped, but it just hung and never hit the surface. Customer was using an energizer battery. Customer's mother inserted a new aaa alkaline battery and the display returned. Customer stated that the alarm was no longer on the screen. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.